Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, infection(late onset) and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿infection with placement of replacement implant,¿ ¿capsular contracture,¿ baker grade unknown, ¿significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage,¿ ¿loss of enjoyment of life,¿ ¿inflammation,¿ ¿swelling and pain of lymph nodes¿ and ¿physical pain and suffering.¿

Event description:
Patient representative reported patient experienced an ¿infection with placement of replacement implant,¿ ¿capsular contracture,¿ baker grade unknown, ¿significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage,¿ ¿loss of enjoyment of life,¿ ¿inflammation,¿ ¿swelling and pain of lymph nodes¿ and ¿physical pain and suffering.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ and ¿disfigurement;¿ these events are not related to the device. Device was explanted. This record is for the left side.